Event description:
It was reported that this patient received a significant amount of shock therapy from their implantable cardioverter defibrillator (ICD) device for a ventricular arrhythmia on a specific day. This included one (1) episode where therapy was exhausted. It was noted that for most of the episodes, the device therapy was able to successfully convert the arrhythmia but then the patient would go right back into a ventricular tachycardia (vt). The device remains in-service. No additional adverse patient effects were reported.